Event description:
The field service representative (fsr) and manufacturer engineers reported that during preventative maintenance (pm) of the device, lower than optimal threshold level of when the unit changes from bulk charge to float charge (on the battery). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis indicated the power manager was stuck in overcharge on (B)(6) 2015, but lab analysis found the board to perform to spec by charging batteries and switching charge states normally. No add'l action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field fsr replaced the power manager board and completed inspection of charging system for back-up batteries. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.